Manufacturer narrative:
(B)(4). Additional information: device manufacture date a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional device evaluated by MFR: it was reported performance pull off suture needle. No product was returned for evaluation to determine the assignable cause and the reported complaint failure could not be evaluated. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. It could not be determined what may have caused the reported incident of: ¿the needle pulled off from the thread¿.

Manufacturer narrative:
(B)(4). The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a dental surgery on an unknown date and suture was used. During the procedure, the needle pulled off from the thread. Another suture was used to complete the procedure. There were no adverse patient consequences reported.